Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c290 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2017; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt said that the lead had shifted so a third lead was implanted to cover the area that the shifted lead was supposed to cover. Pt said that the shifted lead was cut and was no longer connected to the ins battery. Pt said that the third lead was implanted in (B)(6) of 2022. When asked for the event date, pt said that they knew the lead had shifted back in 2016 when the first device was implanted. Pt said that there were problems trying to get the lead where the therapy needed to cover. Pt said that the ins was for the nerves in their arms. Pt asked if they were supposed to be feeling the stimulation. Pt said that they were getting an electric feeling whenever the ins was active through their arms and it bugged them. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 977c290 serial# (B)(6) implanted: (B)(6) 2017 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported lead was not able to remain in place during initial surgery. Eventually scs coverage was lost, no known cause for movement. Planning for removal of paddle lead (which is currently free floating) and replace with a new lead on (B)(6) 2024.